Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date, a speed compression implant kit misfired from the handle. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no adverse consequence to the patient. Concomitant device reported: handle (part unknown, lot unknown, quantity 1). This report is for a speed compression implant kit. This is report 1 of 1 for (B)(4).